Event description:
The ep catheter was tested prior to insertion for proper functioning. The diagnostic catheter was advanced into patient's heart. There were difficulties in moving the catheter in the normal fashion. Catheter removed from patient and examined, noted to have an abnormal "s" curve at that time. It is possible that the size of the patient may have impacted the ability to manuever the catheter. But the physician does not have an indication of why the catheter did not function properly. A new catheter was inserted. The patient tolerated the procedure without difficulty. She was transferred to the recovery area. The patient is doing well following her ablation. She is back to her normal activities.